Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd IV set experienced defective tubing. The following information was provided by the initial reporter: I am reaching out about recent events that have occurred with large volume IV set tubing. Some events have also been noted during set up prior to placing the tubing in the pump. I don¿t have any updates at this time but will share as I receive them. Thank you for capturing these events.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd IV set experienced defective tubing. The following information was provided by the initial reporter: I am reaching out about recent events that have occurred with large volume IV set tubing. Some events have also been noted during set up prior to placing the tubing in the pump. I don¿t have any updates at this time but will share as I receive them. Thank you for capturing these events.